Manufacturer narrative:
Device was received with blank display anomaly and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working and insulin pump had critical insulin pump error. The insulin pump had open book image. Customer left there insulin pump side of the pool then storm came. The insulin pump was wet. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.